Manufacturer narrative:
Date of event is estimated. D6b date of explant- exact date of explant is unknown.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their system explanted on an unknown date. Patient was prescribed oral and IV antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.